Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump powers off when battery is moved during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing , ¿powers off when battery is moved¿ was not reproduced. The device was tested with a known good battery and functioned as intended. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. The event history log was reviewed. An event occurrence date was not provided, however occurrences of ¿improper shutdown!¿ was observed on customer's last day of use. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Rear case replaced as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.